Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative reported that while in a spinal fusion procedure, they took 2d images, the mobile view station (mvs) showed two white stripes at the top and bottom of the screen with a black line in the middle. The site said it was the whole screen, not just the images. They also noted that image transfer to the mvs took a long time; they held the 2d exposure button for about 10 seconds but nothing displayed on the mvs until they stopped exposing. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation was performed and the field engineer was unable to replicate the problem. System logs were pulled for further analysis. Upon analysis of submitted system logs, no indicative of any issues was discovered. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, they took 2d images, the mobile view station (mvs) showed two white stripes at the top and bottom of the screen with a black line in the middle. The site said it was the whole screen, not just the images. They also noted that image transfer to the mvs took a long time; they held the 2d exposure button for about 10 seconds but nothing displayed on the mvs until they stopped exposing. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.